Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The customer's product has been retuned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed on the plastic channel,retaining the pins of the usb port. The damage is consistent with incorrectly inserting the usb cable. This leads to the pins within the usb port to be misaligned and results in the usb port not functioning as intended. Visually inspected the returned usb/charging cable and no issues were observed. Usb/charging cable passed testing. Visually inspected the returned power adapter and no issues were observed. Used load tester to test returned power adapter. Observed voltage at 4.82v, which is within 4.75v-5.25v. Power adapter passed testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no damage, burn marks or corrosion was observed. The reader battery voltage was measured, and a power consumption test was performed, and both were within specification. The current draw on the returned reader was within specification. The reader passed all self-tests. A thermal camera was used to monitor the reader's components during operation and no hot spots were observed. There was no evidence observed that the reader was ¿too hot to hold" as reported by the customer. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.section h-10 (mfg date) has been updated.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.